Manufacturer narrative:
In the case description, the user mentioned being unable to confirm boluses and transition from the bolus calculator screen. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Investigation of the android log files found no evidence of issues that would prevent the controller from transitioning to the confirm bolus screen or to the bolus progress screen during bolus programming and delivery. The engineering logs show that for all instances where the user is able to open the bolus calculator screen, the user is able to enter carbs and blood glucose values into the bolus calculator, hit the confirm button to navigate to the confirm bolus screen, and then hit the start button to begin bolus delivery and transition to the bolus progress screen. The logs show that no application restarts occurred while the user was attempting to program any boluses, indicating that the application did not need to be restarted in order to get the bolus calculator to transition. Though no issues were observed, the log files do not track if an option is unavailable for any reason, and so it could not be conclusively determined that the options to transition screens were always available when expected. The exact cause of the reported event could not be determined

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported delay in bolus therapy delivery issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels rose to 22 mmol/l (396 mg/dl) while wearing a previous pod. After placing a new pod, the patient attempted to give a bolus, but the personal diabetes manager (pdm) would not move past the bolus calculator screen.